Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician placed a taxus liberte 2.5x12mm drug eluting stent to an unknown vessel, but the stent stuck to the balloon. The physician then followed the inflation/deflation procedure several times until the balloon was freed from the stent. The balloon was able to be removed without any problems after it was freed from the stent. No patient injuries or complications occurred. Patient status is satisfactory. Additional information regarding this event has been requested. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record could not be performed as the batch number is unknown. Should further relevant information become available; a supplemental medwatch report will be filed.